Manufacturer narrative:
The hs1 defibrillator (serial number: (B)(6)) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the device had a speaker coil open. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available, the cause of the reported problem was an open speaker coil. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. He hs1 defibrillator (serial number: (B)(6)) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the device had a speaker coil open. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available, the cause of the reported problem was an open speaker coil. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device speakers are not functioning properly.